Manufacturer narrative:
The device was returned to zoll medical (B)(4) and the reported malfunction was observed during review of the activity logs and photographic evidence. However, the reported problem could not be duplicated with the device. The multi-function cable gasket and the defib receptacle were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's ECG was disabled. Complainant indicated that there was no patient involvement in the reported malfunction.